Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the service center received the user interface module (uim) for the repair and evaluation. The suspect uim component was bench tested, inspected connections and components within the uim by the service group, which duplicated the customer event. The evaluation determined the root cause was associated with a loose liquid crystal display (lcd) cable not connected to the control board. Carefusion will continue to track and trend this reported issue and all related information.

Event description:
The customer reported that during pre-use set up on this ventilator, the display screen is dark on startup. The customer reported no patient involvement.